Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the buttons were responding and the time was advancing. It was stated that the battery was changed and no frozen display was observed. However, two days later the customer called back and stated that the insulin pump was monitored for two hours after the battery was changed and the frozen display recurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.